Event description:
It was reported that during a hepatic resection procedure, operator found out that the clips were fired not properly closed. So operator tried to use other two devices, but in both cases the same problem occurred. So surgeon carried out this procedure with sutures. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.